Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated at home with intraperitoneal vancomycin 1g every five days for two weeks and intravenous fortum 1g daily for two weeks for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Patient¿s date of birth was reported as an unknown day in an unknown month of (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.